Event description:
Customer stated "mother was taking a shower and the suctions on the transfer bench did not stick to the tub and the chair leaned back and the user almost fell".

Manufacturer narrative:
It was reported that the suction cups on the transfer bench were not functioning as intended ("mother was taking a shower and the suctions on the transfer bench did not stick to the tub and the chair leaned back and the user almost fell"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.